Event description:
A talent abdominal stent graft system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 25 to 28 mm in diameter, and the distal aorta was 23 mm in diameter. The access vessels were severely tortuous and severely calcified bilaterally. The right iliac artery was 12 to 17 mm in diameter, and the left iliac artery was 13 to 14 mm in diameter. The external iliac arteries were 7 to 8 mm in diameter. It was reported that when attempting to deliver the talent device (MDR#2953200-2009-01167), the device could not be advanced due to the severe tortuosity and calcification of the access vessels. The talent device was tried on both sides, and ended up kinking after being pushed. A tear at the entry site to the access vessel/right external iliac artery was noted. The physician elected to use a vascular patch to repair the vessel tear, with successful results. Then, the physician tried to insert an aneurx abdominal device; however, the access site was re-injured, which required the physician to patch the access site again. No device was able to be advanced, and the case was aborted. No add'l clinical sequelae were reported, and the pt is fine. The kinked talent device was discarded at the procedure. The aneurx device was also discarded; however, it is unk whether the aneurx device kinked.

Manufacturer narrative:
(Intervention required) - eval results and conclusions: (severely tortuous and severely calcified access vessels).